Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's pacing function was not working. The generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was determined that the keypad was damaged, the lower part of the display had two missing lines (liquid crystal display deemed defective), all bails and bail covers were missing and the upper and lower cases were broken. The unit failed its display functionality on incoming testing. It was recommended that the device be scrapped due to the lack of available parts to repair it. The customer requested that the device be returned to them unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.